Manufacturer narrative:
(B)(4). The device passed the displacement test and self test. The time was synced and monitored for 72 hours with no discrepancies/anomalies. Time/clock anomaly not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display and time clock anomaly. Customer¿s blood glucose level was unknown. Customer was assisted with troubleshooting. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.